Event description:
Reportable based on device analysis completed on 16apr2026. It was reported that the device could not cross lesion. The 71% stenosed target lesion was located in the severely tortuous and severely calcified mid-left circumflex artery. A guidezilla ii catheter-guide extension was selected for treatment. During the procedure, the device could not cross the lesion. The procedure was completed with a different device. There were no complications reported and patient is fine post procedure. However, device analysis revealed a partial collar and shaft separation.

Manufacturer narrative:
Device analysis findings: the device was returned for analysis. Visual inspection revealed no damage or irregularity to the device. Microscopic inspection revealed a partial collar and shaft separation. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to patient condition, following a review of the reported event details, available information, and product record review. During product analysis it was observed a partial collar and shaft separation, it is most likely the presence of anatomical calcification presented a constriction over the catheter and increase the friction when the device was advancing through the lesion reducing the mobility and generating the reported issues.